Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While dr. (B)(6) was performing a lumbar fusion using the expedium system, at first the probe was used to create a channel inside the pedicle (for subsequent screw insertion) and the patient's hard bone made it such that the probe's distal end broke inside the patient. This piece was subsequently retrieved with a pair of vice grip and nothing was left inside the patient. Unfortunately, this piece was not kept by the nurse and as such was thrown out. Patient is stable. No information was obtained on the patient and I was not present for surgery. As well, when dr. (B)(6) was performing final tightening, the distal end of the torque drive shaft slightly stripped. This is probably due to repeated use. In both instances, no significant delay was obtained and surgery was performed with similar instruments. Both instrument break occurred on the same patient, with the same surgeon. I have nothing further to add.

Manufacturer narrative:
The moss miami single innie final tightener (product code: 2797-12-600, lot number: gm3723803) was returned to the complaints handling unit (chu). The tip of the final tightener showed signs of stripping to the distal end of the hexlobes on the tip of the instrument. The stripping extends from the distal tip and can reach approximately two thirds of the way down the length of the hexlobes. The stripping across all hexlobes is also consistent with the direction of rotation of the tightener during use, although the amount of deformation to each hexlobe can vary somewhat. This damage could potentially occur if the instrument is not fully inserted into and flush with the set screw during tightening. The torque is instead applied to a limited surface area, damaging the hexlobes in the process. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tightener hexlobes stripping could not be determined from the sample and the information provided. A potential root cause may be not fully inserting the instrument flush with the set screw during tightening. The torque would be applied to a limited surface area, damaging the hexlobes in the process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.